Event description:
A dilaysis clinic reported excessive wt. Loss of 1.5-1.7 kg. On a patient on 3 different treatment days. Patient became hypotensive and was treated with normal saline. There was no serious patient injury. The device component was evaluated by the manufacturer and the reported malfunction was verified.